Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose (bg) exceeded 500 mg/dl while wearing the pod between 36 and 48 hours on the arm. Subsequently, patient visited the emergency room (ER), pod was removed, and an official diagnosis of diabetic ketoacidosis was made. Treatment consisted of intravenous delivery of insulin and fluids. Patient remained at ER for 5 hours. It should be known that, prior to ER visit, patient attempted to self treat with an insulin pen while wearing pod. Furthermore, patient used skin tac to keep pod on site, as adhesive was reported as "not secure." Patient had also mentioned cannula was "fine" upon removal, however, is now bent due to being in a plastic bag.